Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneursym in 2004. There was minimum calcification in the vessels. The aortic neck was angulated and reverse funnel shaped. The physician was aware that the pt's aortic neck was not suitable for treatment with the aneurx device and opted to proceed with the procedure. The stent graft was positioned correctly and deployed at the intended location; however, before the runners were retracted the stent graft slipped into the aneurysm sac. The pt was converted to open surgical repair. No additional sequelae were reported. Medtronic received the device and its evaluation has been completed. It is likely that unfavorable pt aortic neck anatomy precluded the bifurcated stent graft from maintaining an infra renal position, resulting in displacement of the proximal stent graft into the aneurysm sac (prior to runner retraction). Examination of the explanted stent graft revealed no apparent issues with device integrity.